Event description:
Doing laparoscopic inguinal hernia repair; auto suture (#oms pdb52) balloon was inserted, inflated, but the trocar was retrieved without the balloons attached. I got them out with another laparoscopic instrument.